Event description:
The pt experienced itching following her last refill. In (B)(6) 2010, it was determined that the catheter had fractured and migrated. The pump had more volume than expected; the volumes were not provided. The pt was being referred for a revision. The pt was in a lot of pain; she had left sciatic pain down the left side; and her balance was off. It was noted that the pt was getting growth hormone injections, but it was so painful she had to stop. The pt also had terrible migraines. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).